Manufacturer narrative:
The customer sent the sample to siemens and it was tested with advia centaur hbsagii reagent lot 109096 both neat and treated with heterophilic blocking tubes (hbt). The following results were obtained: (B)(6). The results of this indicate that a heterophilic antibody is a potential cause of repeat (B)(6) hbsagii results that do not confirm. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The limitations section also states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Twelve patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
Customer observed (B)(6) results from a patient using the advia centaur xp (B)(6) surface antigen ii (hbsagii) assay that did not confirm with the advia centaur xp hbsag confirmatory (conf) assay. The results were not reported to the physicians. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hbsagii results that did not confirm with the advia centaur xp hbsag confirmatory (conf) assay.